Manufacturer narrative:
Concomitant products: d314drg ICD, implanted (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.